Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the possible causes and stated that single coil shock lead impedance measurements tend to run higher. A local field representative reported that the physician plans to perform a commanded shock at an unknown future date. The device and lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Subsequently, a synchronous shock at 41 joules (j) and a defibrillation threshold (dft) test at 31 j were performed. The shocking impedance measurement obtained in both tests were within the normal range. The patient will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).